Event description:
It was reported that during a laparoscopic hernia repair procedure, the device was fired and the clip did not secure the vessel. Used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
Date sent 08/22/2007.